Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report intermittent issue occurring with troponin ultra (tni-ultra) result. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse could not identify any hardware issue with the instrument. Quality controls (qc) were within range when the issue occurred. The cse observed specimen fibrin in spent cuvettes and sample tips used for assay processing. The customer was informed and is now incorporating a filtering activity in their sample handling process for tni-ultra patient samples. Tni-ultra is a very low relative light units (rlu) result range, indicating that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. While sample handling is suspect, the cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni -ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower and as expected for the patient. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni-ultra result.